Manufacturer narrative:
The customer reported problem was confirmed. Physical inspection of the device noted damage of the bezel and upper left well. A review of the device history record for (B)(6) was performed from date of manufacture 11/28/2007 to present date 10/07/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to mechanical failure of the lvp mech assy.

Event description:
It was reported that the device was displaying error codes 242.4000 & 242.4030.5. It was reported there was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was displaying error codes 242.4000 & 242.4030.5. It was reported there was no patient involvement.